Event description:
It was reported that "ac plug deformation (bending)." It was unknown whether the incident occurred during patient use, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. The ac plug was determined to be defective.